Event description:
The user was implanted in october 2022. On (B)(6) 2022 the user reported pain at implant site. Reportedly, the implant housing moved to the pinna which is thought to cause the pain. Additionally it is reported that 2 electrodes are outside of the cochlea. Furthermore, the user is not able to hear with two more channels. Re-implantation scheduled for (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. According to the information received from the field the implant housing migrated from its intended position. Reportedly the recipient suffered from a hematoma, which might has contributed. In addition, a complete insertion was not achieved at implantation surgery and two channels were left extracochlear. During explantation surgery, it was found that five channels were extracochlear due to an additional migration. Minor mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance is affected. The user was implanted in (B)(6) 2022. In (B)(6) 2022 the user reported pain around the implant site. The user has been re-implanted.